Event description:
It was reported that after a da vinci hysterectomy surgical procedure, it was noted that a loose wire was observed at the distal end of the large suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable may have broke under tensile loading. The other cables at wrist were not damaged. The cable wear on the pulley combined with high grasping force and large fleet angle between the proximal and distal pulley likely contributed to the breakage. Failure analysis concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.